Event description:
It was reported that the patient complained of abdominal and chest discomfort and was hospitalized. The patient experienced ventricular fibrillation (vf) that required three rounds of antitachycardia pacing therapy (atp)/(vf) shock therapy. The therapies were unsuccessful and required externally delivered biphasic shock that was successful. The patient was stabilized and eventually transported after echocardiogram results revealed possible vegetation to the rv lead. The patient remained afebrile during this time. Subsequent tests and diagnosis confirmed bacteremia, endocarditis and cardiogenic shock. The system was explanted. The patient received antibiotics and was set to receive a left ventricular assist device (lvad). The patient was subsequently transferred back to the facility¿s intensive care unit in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.